Event description:
The biomedical engineer (bme) reported that the gas unit had inaccurate readings, stating that it was too high while it was in patient use. No patient harm or injuries were reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit had inaccurate readings, stating that it was too high while it was in patient use. No patient harm or injuries were reported. Investigation summary: during testing, the reported issue was successfully duplicated using a bsm-6000 bedside monitor. Further analysis using bsm-6000 and visia2 software confirmed a module failure as the root cause of the inaccurate readings. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.